Manufacturer narrative:
Customer returned meter. The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors were observed during control solution testing.

Event description:
A customer reported the blood glucose test did not start after the blood sample was applied on the test strip. The customer also reported experiencing symptoms of dizziness and confusion, and she was taken to a hospital emergency room by a friend where she was diagnosed with severe hypoglycemia and treated with unk intravenous medications. Additionally, the customer also reported drinking orange juice and eating sugar to alleviate the symptoms. There was no report of death or permanent impairment associated with this event.